Manufacturer narrative:
Approximate age of device - 4 years, 6 months. Additional information has been requested but has not been provided. The patient remains on lvad support. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient had an episode of unresponsiveness after complaints of shortness of breath and dizziness. The patient has a history of lvad cannula malposition and ventricular tachycardia (vt), but nothing has been recorded on the telemetry or during ICD device interrogation. The physician indicated that the patient has been having issues with cannula malposition for the last 1 year, initially with ventricular tachycardia but now with dizziness and shortness of breath as well as 2 episodes of syncope and 1 stroke. The physician believes this is because the heart was initially dilated when the lvad was placed, but as it decompressed the cannula malposition occurred. The low flow episodes are daily and the symptoms always precede a low flow event, though some low flow events have been asymptomatic. The low flow was treated with reduction of the lvad speed to allow the lv size to increase and now added milrinone to help unload. The patient is listed for heart transplant. The event date has been estimated. Additional information has been requested but has not been provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the reported inflow malposition and ventricular tachycardia could not be conclusively determined through this evaluation. Additionally, although log files were not submitted from the original event date, the patient's current submitted log files confirmed low flow events. Cardiac arrhythmia is listed as an adverse event that may be associated with the use heartmate ii lvas. Pump speed, power, flow, and pulsatility index are addressed in the IFU. The IFU provides an image of the proper hmii implantation configuration and discusses implanting and orienting the sealed inflow conduit. The IFU also provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm. No further information was provided. The manufacturer is closing the file on this event.